Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420/ catalog #: 1420 / expiration date: 30-apr-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 17-apr-2019 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: unk. UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Label for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power-up alarms. At the time of the event, it was confirmed that the patient was not awake after taking painkillers and the batteries were reconnected by the caregiver. The medical team informed the patient about the issue with the ventricular assist device (vad) pump may experience a delay to restart or a failure to restart when the pump is stopped and then re-trained the power source. This patient was known for taking an excessive amount of sleeping pills for symptoms of sleep disorder and depression prior to the vad implant. Family members confirmed the sometimes the patient was unconscious or had memory impairment in the mornings. The vad coordinator gave the patient frequent training on controller power management. The vad, the controller and batteries remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6), h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 battery 1650de h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 battery 1650de h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6), one controller ((B)(6)) and two (2) batteries with unknown serial number were not returned for evaluation. The reported power up event could not be confirmed, since log files were not available for analysis. Information received from the site revealed that the patient had sleeping disorder and did not wake up after taking painkillers and the batteries were connected by the caregiver. The patient have a history to taking excessive sleeping pills. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller power up event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.